Manufacturer narrative:
A1,2,3,4,b6,7,d10-information not provided by affiliate. H4-information not available. Conclusion: based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "fell apart" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
The device was used during a v.a.t.s procedure. It was reported by the rep at firing process, the instrument was broken. The case was completed with a new instrument. There was no consequence to the pt.